Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the jaws of the reload would not open after it was attached to the stapler. A second reload was attached, but the issue was duplicated. There was no contact with the patient. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads, one handle and one adapter opened by the account. Visual examination of the staple cartridges noted that the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated (B)(4) autoclave cycles for both the handle and the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. A pmv battery pack was loaded into the handle. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Two out of five white status lights illuminated indicating less than (B)(4) surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. Two out of five white status lights illuminated indicating more than (B)(4) surgeries remaining on the handle. Reload one was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The interlock was reset and reload one was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Functional testing was repeated for reload two with acceptable results. Functional testing of the returned sample confirmed the products did meet quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition not related to the reported condition was noted. Replication of the prefire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.